Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. During visual inspection of the infusion set a small kink was identified at the bottom of the drip chamber. A device history record review for model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is a previously seen issue that the infusion set was coiled and packaged before the solvent connecting the drip chamber and tubing is allowed to dry fully causing permanent kinks in the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had kinked tubing. The following information was provided by the initial reporter: "infusion set kinks and should not kink."